Manufacturer narrative:
The subject device was received and evaluated at service center, device evaluation noted the cable is slightly twisted. The video connector is slightly worn. When connected to the otv-s7, the camera image was black. This was found to be caused by a faulty camera cable. A known good camera cable was fitted to the camera head and the image reappeared. Based on investigation, an image was not displayed due to the cable was broken due to the worn-out video connector, and this caused communication failure. Review of the shipping record of the subject device found no defect was found in the device. It was surmised that the cable damage was caused by user operation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The instruction for use (IFU) states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
As reported, the device was found with no image. The intended procedure however was completed using the same set of equipment with no harm or impact to the patient. No user injury was reported.